Event description:
It was reported that the device was displaying a service indicator and had an error code in memory, indicating a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.